Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional section a demographic information: body mass index (bmi): 23.88 kg/m2 with a height of 5'5".

Event description:
On (B)(6) 2025, intuitive surgical, inc. (Isi) received mw5172424 stating: "during a hysterectomy facilitated by davinci equipment, the instruments became stuck in the robotic arm and the davinci company had to be called. Pieces of the robotic instrument broke off. An emergency stop procedure was completed and the robotic arms and visible pieces of equipment were removed from the patient by surgeon." Isi received addition information regarding instrument breakage during the procedure: the instrument was inspected prior to use, and no damage was noted. The customer was trying to remove the instrument from the patient when they noticed the pieces that had broken off of the instrument. The instrument was not removed prior to the breakage; however, once the instrument was broken, they tried to remove it, and that's when they encountered resistance; the customer was unable to remove the instrument from the patient. The wrist could not be straightened because the wrist of the instrument was broken off the shaft above the wrist of the instrument, making it impossible for them to straighten it. The surgical staff felt resistance when trying to take the instrument out of the cannula. They were unable to get the cannula off the instrument in order to visually inspect it. The staff noticed damage to the instrument after the event occurred to the instrument. All fragments were removed from the patient; the area was visually inspected as copious amounts of irrigation were performed. The customer had to insert a laparoscopic port to make it possible to get all the instruments out. There were no post-operative tests, such as an x-ray, taken. The procedure was completed robotically.